Event description:
It was reported that the bd safe-clip¿ wouldn't clip the needles properly. The following information was provided by the initial reporter: the pharmacist informed us that a customer bought the clipper in (B)(6) 2021 and now gave feedback that the needles were not cut by the clipper but bent. Only the first 5 to 6 times the clipper functioned properly. The customer wouldn't use the clipper that much (that's why she gave feedback only after this long time-period).

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer name, city and state and manufacturer site, and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. According with the DHR review information, the problem ¿not clipping¿ has no jhb assembly process relation, all samples of safe clip disposable cutter (euro) passed functional test. H3 other text : see h10.

Event description:
It was reported that the bd safe-clip¿ wouldn't clip the needles properly. The following information was provided by the initial reporter: the pharmacist informed us that a customer bought the clipper in (B)(6) 2021 and now gave feedback that the needles were not cut by the clipper but bent. Only the first 5 to 6 times the clipper functioned properly. The customer wouldn't use the clipper that much (that's why she gave feedback only after this long time-period).